Event description:
Medtronic received information that six months post implant of this transcatheter bioprosthetic valve, fluoroscopy revealed a minor stent fracture of one of the stent struts on the right side. It was noted that the device was stable within the stented right ventricular-pulmonary artery (rv-pa) conduit. A follow-up visit six months later did not show any pulmonary regurgitation and no fracture of the pre-stent placed prior to the transcatheter valve. No patient complications were noted. Additional information was received that the valve was explanted and replaced with a homograft, as the patient required an aortic root replacement due to severe aortic root dilation and aortic insufficiency status post ross procedure, and rv-pa conduit stenosis. The operative report documented they were able to spare the native aortic valve with a sinus of valsalva graft. The rv-pa conduit (with the melody valve implanted inside) was replaced with a pulmonary homograft. There were no adverse patient effects.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is expected to be returned however, it has not been received. Since no serial number is known at this time no device history review can be performed at this time. Based on the limited information at this time a conclusive cause for this event could not be determined. Should the product be returned, analysis will be conducted and a supplemental report will be filed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a 4.8 cm section of a contegra valved conduit with two devices, a melody within a bare metal stent; both within the contegra were received for analysis. The melody valve appeared intact; with no visible fractures. The received specimen as a whole appeared distorted; slightly flattened with the inflow and outflow orifices oval shaped. Visible fractures were noted on the outflow end of the bare metal stent however; the receipt condition made it difficult to determine whether or not the fractures occurred in vivo or at explant. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Glistening off white pannus lined the inflow orifice of the contegra, filling the gap between the melody and contegra, slightly covering the top of the inflow. Pannus lined the outflow of the contegra extending partially into the outflow of the melody. Note: the inflow and outflow orifices of the melody are not occluded. Radiography showed extensive mineralization in the wall of contegra valved conduit and fractures in the bare metal stent. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: this valved conduit and transcatheter pulmonic valves were replaced due to the need to perform ascending aorta repair. Based on the gross analysis, investigation concluded that the decreased performance was due to mineralization. This is usually considered a patient condition. (B)(4).